Event description:
The physician placed the wire guide through a 19 gauge eus needle (cook needle, reorder number echo-hd-19-a) to access the bile duct. The physician then grabbed the distal end of the wire guide with a snare and pulled wire out of the duct up through pt¿s esophagus through an endoscope. When it was pulled, the wire guide unraveled and the distal half of the wire guide stuck inside the pt. The outer coating of the wire guide unraveled. Pt was admitted to surgery after a couple days and the section of wire was removed successfully. No other additional procedures were required due to this occurrence. The reporter has not stated that the product caused or contributed to any adverse effects.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Prior to distribution, all standard wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.